Event description:
It was reported that approximately 58 months after a total ankle replacement procedure, a patient experienced migration of a radiographic marker for a tibial insert. No further issues or complications were reported. No additional information is available.

Manufacturer narrative:
Pending investigation. D10:: 5667032 350-02-03e - talus -right- sz 3 - EU. 5333493 350-32-03 - tibial plate mb sz 3 rt.

Manufacturer narrative:
This follow-up report is being submitted to relay corrected information. The following sections were corrected: b3, h6 problem code.

Manufacturer narrative:
H3: the reason for the radiographic marker disassembly reported could not be conclusively determined. Patient factors may have contributed to the disassembly; however, this cannot be confirmed as the device was not returned for evaluation and images of the device were not available as it remains implanted at this time.